Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Therefore the UDI field (in d4) was left empty. Investigation ongoing

Event description:
Hamilton medical ag received the following event description: all tests have been passed before the ventilator is put into operation, and the connected model lung ventilator is working normally. On (B)(6) 2024 at 04:00, while using a ventilator for a patient in the ccu ward, the ventilator had a red screen and could not be used even after restarting. Therefore, the ventilator was replaced. No harm to the patient was reported.